Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. No damages or defects were noted to the formed needle, soft cannula, or bottom housing that may cause irritation. The exact cause of the reported event could not be determined.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported by the patient that they put the pod on tuesday at 11:00 am and by 3:00 am wednesday morning their blood glucose (bg) levels started to spike. Patient stated that they had large ketones. The patient called their nurse and was told to drink water and do bolus corrections. The patient stated they had two virtual visits with the doctor. Patient stated the virtual visit from urgent care prescribed antibiotics for the skin irritation. They think that might be the cause of their blood sugars going high. Urgent care told them once the skin irritation clears their bg levels will go normal. Patient stated they took the pod off at 8:26 am on (B)(6) 2021 and did manual injections till 8:20 pm. Then they activated a new pod on (B)(6) 2021.